Event description:
A report was received via social media that the patient's scs was not working. The physician stated that the device was not connected or had been unplugged. The patient underwent an explant procedure.